Manufacturer narrative:
Concomitant medical products: product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was reported that a pump reservoir volume discrepancy was observed. The expected residual volume (erv) was 10.5ml while the actual residual volume (arv) was 19.5ml. There had been volume discrepancies since ¿around may¿. A catheter dye study was performed which showed no catheter kinks or leaks. The catheter was aspirated freely. The cause of the volume discrepancies was unknown and the product issue was not resolved. The pump was explanted and replaced on (B)(6) 2014. The patient experienced less than (B)(6) therapy relief. The patient did not seem to have good response to therapy and titration did not help. As of (B)(6) 2014, the patient seemed to be responding better to his therapy and was discharged home. The device system delivered gablofen.

Manufacturer narrative:
Analysis of the pump, model # 8637-20, sn (B)(4), found no significant anomalies.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.